Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump, and the malfunction did not recur afterward. Customer was instructed by technical support to continue using the pump and to call back if the issue recurs.